Event description:
As reported by an edwards lifesciences field clinical specialist, during a right-transfemoral transcatheter aortic valve replacement procedure, the team noticed the 23mm commander delivery system was "popping/jumping forward" upon insertion into the 14fr esheath+. However, the delivery system continued to advance in a regular fashion, and the physician was not concerned. Wire position was never lost. The valve was successfully deployed. There was no difficulty inflating the delivery system balloon during valve deployment. However, the physician felt a sensation as if the balloon "kept going" after the valve was deployed. After valve deployment, the team noticed blood in the inflation device, suggestive of a balloon rupture. During removal of the delivery system, there was difficulty retrieving the delivery system completely into the sheath. The team slowly removed the sheath with the delivery system inside the sheath. Upon removal, it was observed that the sheath liner was completely split with the balloon sticking out of the sheath. Images of the sheath were reviewed by edwards lifesciences engineering, and the following was observed: the liner appeared to be delaminated and accordion where the balloon was caught due to withdrawal difficulties. The patient initially appeared to be hemodynamically stable, but their blood pressure dropped. The team took an angiogram of the patient's right iliac, revealing an injury. Vascular surgery was called and performed a ruptured evar procedure. Post evar procedure, the patient was extubated, stable, and doing well.

Manufacturer narrative:
Investigation is ongoing. Risk management at hospital is keeping device.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference related manufacturer report no.: 2015691-2024-00726. A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional codes added to h6 type of investigation, corrected investigation findings, corrected h6 investigation conclusions, additional information added to h10. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The commander delivery system was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided, and the following was observed: the inflation balloon was bunched distally within the esheath plus liner. Calcification present in the landing zone. Calcification and tortuosity present in the access vessels. The delivery system balloon burst was confirmed based on evaluation of the provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The difficulty withdrawing the delivery system through the sheath and subsequent injury was confirmed based on evaluation of the provided imagery. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction per administrative review. The following sections of this report have been updated: corrected h.6 health effect - clinical code.